Manufacturer narrative:
Insulin pump received with protruded/loose drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. Insulin pump was unable to prime during the prime/compromised force sensor system test due to protruded/loose drive support disk. No compromised force sensor system alarm noted. Motor error alarm during basic occlusion test due to protruded/loose drive support disk.

Event description:
The customer reported via phone call that the insulin pump started to squirt insulin out of the needle when she was priming. The insulin pump alarmed compromised force sensor system. The insulin pump was dropped. The drive support cap was protruded. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.